Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was moderately tortuous, with moderate calcification and 90% stenosis. There was no problem observed delivering the voyager rx balloon catheter. The balloon was inflated at 12 atm for 50 seconds, then at 14 atm for 30 seconds. However, when inflated for the third time, the balloon ruptured at 14 atm. When the balloon catheter was taken out of the vessel, a pinhole rupture was confirmed around the distal marker. No pt effects were reported. No add'l info is available.

Manufacturer narrative:
(B) (4). (B) (4) results and conclusion summation - balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, previously implanted stents, lesion calcification and tortuosity, or insufficient preparation prior to use. Possibly, the balloon material was damaged (scratched) during interactions with other devices, or the tortuous and calcified lesion, such that a pinhole balloon rupture occurred upon a third inflation during the procedure. Based on the info received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.